Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a touchscreen issue. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. An authorized service personnel (asp) was dispatched to the customer site and it was determined that the touchscreen needed to be replaced to return the device to working condition. The asp replaced the touchscreen to resolve the issue and bring the device back to functionality.